Event description:
It was reported that during placement the foley catheter experienced spontaneous dislodgement as there was a leak in balloon section.

Manufacturer narrative:
THE INVESTIGATION IS STILL IN PROGRESS. ONCE THE INVESTIGATION IS COMPLETE A SUPPLEMENTAL REPORT WILL BE FILED. INITIAL REPORTER NAME: (B)(6) HOSPITAL. UDI FORMAT UPDATED WITH AVAILABLE PRODUCT INFORMATION PER GUDID. H11: SECTION A THROUGH F - THE INFORMATION PROVIDED BY BD REPRESENTS ALL THE KNOWN INFORMATION AT THIS TIME. DESPITE GOOD FAITH EFFORTS TO OBTAIN ADDITIONAL INFORMATION, THE COMPLAINANT/REPORTER WAS UNABLE OR UNWILLING TO PROVIDE ANY FURTHER PATIENT, PRODUCT, OR PROCEDURAL DETAILS TO BD.

Event description:
IT WAS REPORTED THAT DURING PLACEMENT THE FOLEY CATHETER EXPERIENCED SPONTANEOUS DISLODGEMENT AS THERE WAS A LEAK IN BALLOON SECTION.

Manufacturer narrative:
The investigation did not result in any additional findings based on the available evidence for the evaluation.Visual: Visual evaluation of the returned sample noted one opened (without original packaging), drainage bag and urine meter. Due to the condition of the returned sample, the reported event could not be replicated. Therefore, the reported issue is Inconclusive, as it could not be confirmed based on the available evidence.The labeling is found to be adequate.The Device History Record Review could not be performed without a lot number.Corrections made to tab(s) D and H. UDI format updated with available product information per GUDID. H11: Section A through F - The information provided by BD represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to BD.